Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the computer would not boot. This was resolved by replacing the computer. The imaging system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry will not boot past "system booting please wait". The site has rebooted the system with no change. Technical services had the site try to remote into the image acquisition system (ias) computer but it was unable to connect. No patient was present at the time of the event.